Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a clamshell repair (reported under MFR #2916596-2024-01043) done on their heartmate ii driveline by abbott engineers in feb2024. The patient recently noticed several areas on their driveline needing repair and reported multiple low battery alarms with three bars on the battery power gauge. Log files were submitted on 10jul2024 for evaluation as the patient was admitted for a scheduled driveline splice the following morning. It was noted that there was significant damage present to the driveline and system controller power cable. It was suspected by the customer that the low battery alarms may have been related to the system controller power cable damage. Due to the damage on the system controller power cable, the patient was changed onto a new controller. Following review of the log files by tech services, it appeared there were a few clusters of pulsatility index (pi) events throughout. It appeared that there was no evidence of any type of electrical percutaneous lead conductor issue per the initial log file review and that the damage to the percutaneous lead outer jacket was cosmetic. There appeared to be no notable alarm conditions or parameter changes in the log files, only routine events. The heartmate ii left ventricular assist device (lvad) appeared to be functioning as intended. It was communicated on (B)(6) 2024 that the driveline distal end repair was performed per procedure. The patient was discharged home and was reported to be stable. It was reported the patient did not receive any further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned external portion of the driveline (dl) confirmed superficial jacket damage; however, a specific cause for this damage could not be conclusively determined. The submitted log file contained events from 06jul2024 through 10jul2024. No notable events associated with the pump were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. A distal-end driveline (dl) replacement was performed on (B)(6) 2024 and approximately 16¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of tape were also observed approximately 2¿ ¿ 13¿ from the controller connector. Upon removal of the tape, damage to the outer silicone jacket was observed approximately 3.0", 3.5", 6.5", 7.0", 7.5", 8.0", 9.0", 9.5", 10", and 10.5" from the controller connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.